Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and did not clearly show the reported failure. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. The leak was further described as, ¿liquid present between the two packagings¿. This was observed prior to use. There was no patient involvement.